Event description:
It was reported that a patient underwent a sling procedure in 2008. During the procedure, the sling came loose and the mesh broke in two pieces when trying to place it. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.